Manufacturer narrative:
It was reported that on (B)(6) 2009, the patient underwent repair of rectocele, repair of internal anal sphincter, reconstruction of perineal body and reattachment of perineal body to recto-vaginal septum.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to cystocele, and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/14/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.